Event description:
Customer reported, the reservoir tube lip on the insulin pump was cracked and missing. Customer's blood glucose was 260 mg/dl. Customer was unaware how damage occurred. Customer also stated she occasionally get irritation at the infusion site. Customer was seen a dermatologist. Troubleshooting for high blood glucose was done. Customer requested the device to be replaced. No further information reported. No further information reported.

Manufacturer narrative:
The insulin pump passed displacement test, basic occlusion test, occlusion test, prime test and excessive no delivery test. The device was received with minor scratched display window. The device was received cracked case at display window corner. The device was received with cracked battery tube threads. The device was received with broken reservoir tube lip. The device was received with cracked reservoir tube.